Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.b.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the 2 bd¿ phlebotomy sharps collector was missing lids. The following information was provided by the initial reporter: missing lids.

Event description:
It was reported that the 2 bd¿ phlebotomy sharps collector was missing lids. The following information was provided by the initial reporter: missing lids.

Manufacturer narrative:
Investigation summary: according with this investigation there is not enough information provided from customer such as lot number or pictures of the original packaging in order to determine the root cause of this issue. The variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reported failure mode (missing lids).